Event description:
Additional information received reported that there would be no explant and only reprogramming with other parameters was done. It was noted that the stimulation ¿works well.¿

Manufacturer narrative:
(B)(4)

Event description:
Additional review revealed the paresthesia that patient experienced at the pocket site was also described as a shocking/jolting sensation.

Event description:
It was reported since the patient¿s parameters were changed the last time the patient felt paresthesia directly at the stimulator pocket. It was noted this occurred directly with the patient¿s stimulation pattern of cycling mode during one minute stimulation and stopped at five minutes when stimulation was off. No actions had been taken as of the date of this report but impedance testing was going to be performed the next time the patient was in the hospital. No patient injury was reported. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The initial MDR was filed as MFR report # 3002807576-2013-00005. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient¿s implantable neurostimulator (ins) was still implanted. It was noted the stimulation ¿worked but had no effect¿ on the patient¿s epilepsy.